Manufacturer narrative:
An evaluation of data (images) provided by the fse to the complaint handling unit at (B)(4) confirmed a burned (charred) capacitor on the obstruction detection assembly interface pcb. The component was damaged by an unknown electrical fault. Replacement of the pcb resolved the issue. (B)(4).

Event description:
On (B)(6) 2016 a beckman coulter fse (field service engineer) was onsite to address failed pressure sensor calibrations on the customer's access2 immunoassay system serial number (B)(4). The fse reported that a replacement obstruction detection assembly failed after installation and power on. The fse identified a charred component on the assembly interface pcb (printed circuit board) which had been damaged by an unknown fault.